Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that the device failed to establish communication with external devices. Recovery with clinician programmer was successful. Additional troubleshooting is pending to reestablish therapy post an unrelated surgical procedure.

Manufacturer narrative:
It was reported to abbott a patient had a problem connecting their patient controller to the ipg. The rep met with the patient and was able to connect with the ipg icing their clinician programmer (cp) as well as the patient controller (pc). Technical service (ts) analyzed the cp logs and confirmed the ipg was found to be in service app. Cp logs show repair attempt was successful and a session was started. The rep is to meet with the patient after they recover from an unrelated surgery. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.